Manufacturer narrative:
Actual device was not made available to the manufacturer, although samples from same lot number were sent to us to forward to the manufacturer. Samples are in transit of this report and will be evaluated by the manufacturer.

Event description:
As reported from customer, "nurse was using butterfly and was trying to close it and the needle slipped to the side and stuck her. The office manager checked and said that none of this lot seem to lock into the hinge. The nurse is now on meds for six months due to (B)(6) possibility."